Manufacturer narrative:
(B)(4). Manufacturing date: 9/10/15-9/18/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a minicap with inadequate iodine. The patient stated that they have had many minicaps that do not have enough iodine in them. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. A visual inspection was performed; however, no issues were noted. Functional testing included pressure testing, and found no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.